Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(6).

Event description:
The companion 2 driver was not supporting a patient. While performing a routine evaluation, a syncardia technician reported that the companion 2 driver was outside the system check test acceptance criteria.

Manufacturer narrative:
The reported issue the driver not passing the system check was confirmed through review of the patient file. The patient file indicated that the system check did not meet the criteria for the left zero flow test steps. During these tests, the flow across the left mass flow sensor was reading higher than the allowable limit. During investigation testing, the reported issue was confirmed and through additional testing was isolated to an issue with the left mass flow sensor cable. This cable was found to have a misaligned connector at the left mass flow sensor connection. The securing zip tie was also found to be around the cable above the protective heat shrink tubing, causing it to become pinched. The root cause of the driver not passing the system check is most likely that the cable either became damaged due to the zip tie or was improperly installed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.